Manufacturer narrative:
It was reported that a patient was incorrectly implanted with a 58mm dual mobility insert instead of a 50mm (minimum) or 52mm (maximum) insert. The implanted devices were all used in treatment. As of today, device return and additional information has been requested for this complaint but have not become available. A review of the complaint history for the dual mobility insert was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the device reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU and surgical technique found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No medical documents were received for investigation. Therefore, no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. A root cause of user error has been selected as sizing and compatibility details included within the IFU and surgical technique were not followed. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Patient was implanted with a 58mm dual mobility liner instead of a 50mm (min) or 52mm (max) liner/head.